Event description:
Boston scientific received information that this patient was admitted to the hospital after experiencing symptoms associated with diaphragm stimulation. Device interrogation revealed an increase in pacing threshold measurements, and this patient experienced symptoms at all outputs until there was loss of capture (loc). The decision was made to program the lv lead off. A chest x-ray was performed, which revealed this left ventricular (lv) lead moved to a more inferior branch of the vein compared to original implant position. This patient will be followed-up in the near future. There were no additional adverse patient effects reported. Subsequently, additional information was received that this patient was followed-up. The decision was made to reposition this lv lead into the lateral branch of the coronary sinus. The revision was successful, and there were no adverse patient effects reported.

Manufacturer narrative:
This lv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.